Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Omnipod dash insulin management system ¿ user guide. Model: 18320. 18296-eng-aw rev b 06/18. Changing your pod. Chapter 3 / page 37. Warnings: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin. Living with diabetes. Chapter 13 / page 171. Infusion site checks. At least once a day, use the pod's viewing window to inspect the infusion site. Check the site for: leakage or scent of insulin, which may indicate the cannula has dislodged. Signs of infection, such as pain, swelling, redness, discharge, or heat.

Event description:
It was reported that patient began vomiting while wearing the pod between 24 and 36 hours. Despite feeling ill, patient went to doctor's appointment but continued to vomit in the office. Additional symptoms included chest pressure and arm pain. Patient was taken to emergency room and given anti-nausea medication (by intravenous fluids) to alleviate vomiting. Doctors performed x-rays, urine test and an electrocardiogram (EKG). Patient was diagnosed with diabetic ketoacidosis (blood glucose level was between 570 mg/dl and 580 mg/dl) and hyperglycemia; put on insulin drip (levemir) and admitted to "packed unit" until a room in intensive care unit (ICU) became available. Patient was admitted to ICU the following day and given dextrose and a saline drip; when drip was stopped, patient was transferred to inpatient care and doctor placed on a new pod to resume insulin regimen. The initial pod was removed at the hospital and patient was released after 2 days of hospitalization. Patient's spouse provided the following medication list: aspart insulin (100 units per mg). Aspirin (81 mg). Dextrose 5 40% gel. Glucose "4 gm 2". Docusate sodium caps colas 100 mg. Fluvoxamine taken daily. Lipitor 40 mg (taken daily). Metoprolol 50 mg (taken daily). Synthroid 175 mg. Unisom 25 mg tablet (once daily).